Event description:
Distributor received info that this pt with an ICD and two leads experienced inappropriate shocks and oversensing. The physician elected to perform an invasive procedure to cap both leads and implant a new rate sensing lead.